Manufacturer narrative:
Date sent to the FDA: 07/02/2007; no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in the 'u' position in 2007. During the procedure, when pulling back the release wire on the right side of the pt, it was recognized that the finger pad was missing. The finger pad was found in the preparation/ colpotomy in the direction of the bladder neck. The finger pad was removed by a tweezer. There were no adverse pt consequences.